Manufacturer narrative:
Complaint allegation is not confirmed. Upon visual inspection, it was noted that the screw did not have any issues. Dimensional testing was performed, and the device meets the requirement per drawing c21551. Functional testing was performed, and the device worked as required. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/19/2024, it was reported by a sales representative via sems- (B)(4) that an ar-8935l-10 low profile locking screw went straight through the ar-9943t-06 locking third tubular plate. This occurred during a procedure, the 3.5 locking screw went straight through the plate with little to no pressure like he wasn't cranking on the screw it just went straight through the plate, which isn't normal. They took everything out and replaced it with another ar-9943t-06 in the tray which had no issues and used a new ar-8935l-10 screw with no issues.